Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) event site address: (B)(6) other contact person name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine maintenance, cs100 intra-aortic balloon pump, chinese, 220v intra-aortic balloon pump (iabp)¿s safety disk was expired. There was no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6 (type of investigation, investigation findings, component codes, investigation conclusions) corrected data: e2, e3, e4. After replacing the maintenance kit, the machine failed the safety panel and actuation valve assembly tests. Upon inspection, the fse determined that both the safety panel and the actuation valve assembly needed replacement. The manifold drive (0104-00-0018) and safety disk assy chinese (0997-00-0985-15) were replaced, and the equipment subsequently passed all factory-specified performance and safety indicator tests. The device was delivered back to the customer and cleared for clinical use.